Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the thrombosis could not be confirmed. However, the mechanism described above and the patient¿s underling disease state may have been contributing factors for the thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
(B)(6) study, patient (B)(6). Two years after the implant of 23 mm sapien 3 valve by tf approach in aortic position, the echo showed increased gradients and mild valve regurgitation. The patient¿s 2 year follow-up echo showed a mean gradient of 30 mmhg and peak gradient of 51.3 mmhg. The gradients were increased from the patient¿s 1 year follow-up echo which showed a mean gradient of 21 mmhg and peak gradient of 34 mmhg. The patient suffered from worsening dyspnea. Three years after valve implant, the patient¿s echo showed increased gradients and mild valve regurgitation. The patient¿s 3 year follow-up echo showed a mean gradient of 39 mmhg and peak gradient of 70 mmhg. Re-stenosis of the valve with thrombotic overlaying was suspected. It was suggested that the patient be hospitalized to check for re-stenosis of the aortic valve, then a tee, 4d CT scan and a coronary angiography could be done. Tee showed a mean gradient of 20 mmhg and peak gradient of 33 mmhg, normal position, trace pvl, and no reliable proof of apposition thrombi or suspicious additional structures. CT showed the aortic valve prosthesis in normal position and a small hypodense structure of the prosthesis. As per medical opinion, the increased gradient was considered to be caused by thrombosis because of the increasing gradient and small hypodense structure of the prosthesis. Oral anticoagulation was initiated for the next three months and then the patient will be re-evaluated.